Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7173826, medical device expiration date: 2022-06-30, device manufacture date: 2017-07-28. Medical device lot #: 7299643, medical device expiration date: 2022-09-30, device manufacture date: 2017-11-07. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter that was described as "water like" and "sticky" on the catheter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. As per request, (10) samples were randomly selected from each reported lot number and examined. All examined samples from each of the lot numbers exhibited clear droplets of material on the surface of the catheter. One representative sample from each of the reported lot numbers was selected and a small amount of the material was removed from each sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is silicone for each of the lot numbers. After analysis of the sample returned from customer, attached photos and ftir testing results, it was possible to confirm the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. A review of the device history record was completed for the lots 7173826, 7299643 regarding tests to verify "foreign matter/ visible silicone" and no records were found that could lead to the claimed defect. Confirmed: bd was able to confirm the customer complaint for the claimed defect. Based on the investigations conducted for complaints of excess silicone of angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the catheter siliconization process. (B)(4) has been initiated for this issue.

Event description:
It was reported that bd angiocath IV catheter had foreign matter that was described as "water like" and "sticky" on the catheter. No serious injury or medical intervention was reported.